Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) probe of the ultra sound graph which is attached to the balloon is broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities . Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.